Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was stretched and detached. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported that the coil stretched during repositioning inside the aneurysm. Due to its location, a gooseneck snare was used to remove the coil. No patient injury reported.